Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor pulled out. However, per investigation results, the anchor was found to be broken. All pieces were retrieved.

Event description:
It was reported that the anchor pulled out. However, per investigation results, the anchor was found to be broken. All pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the meniscal suture is placed and when the traction of the suture is performed, pick out of this. The probable root cause could be excessive force applied on anchor. The device manufacture date is not known.